Event description:
On (B)(6) 2011, a vns treating neurologist's nurse reported that the vns patient was seen that day and when system diagnostics were performed, high impedance was discovered. The patient could no longer feel stimulation and could not recall any trauma or fall to his chest/neck area. The patient's current settings were output=1.25ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=3min. The patient's device was then disabled due to the high impedance. A battery life calculation was performed with the programming history available which revealed 4.03 years until eri=yes. Good faith attempts for additional information from the neurologist have been made, but no further information has been received to date. Although surgery is likely, it has not yet occurred.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.